Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was confirmed as a posterior needle to cuff miss. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy such as the reported scar tissue during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a prostyle device with a 6f sheath after an intervention endoleak embolisation procedure. Reportedly, a cuff miss occurred. Another prostyle was used to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.